Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor event due to respiratory rate trend (rrt) oversensing on the right atrial (ra) lead. Impedance measurements were within normal limits. Technical services recommended to turn off the rrt feature and was subsequently turned off. This crt-d and the ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.